Manufacturer narrative:
MDR 2517506-2018-00230 was also filed for the same customer inquiry. The customer contacted the siemens customer care center (ccc) for the discordant elevated cardiac troponin I (tni) result obtained on the dimension exl instrument. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant elevated cardiac troponin (tni) result. Headquarters support center (hsc) has reviewed the information provided and instrument data. Tni quality control (qc) recovery was within acceptable ranges. Per exl cardiac troponin I (tni) instructions for use: each laboratory should establish its own expected values for the tni method as performed on the dimension® exl¿ system. The exl tni reference interval is: 0.000 to 0.056 ng/ml. Customer reported using a reference interval of: 0.000 to 0.034 ng/ml. The interval chosen by the customer was used to match an alternate methodology that is being used in their hospital group. The upper limit of the two reference intervals for cardiac troponin I (tni) are the respective 99th percentile value for the assays. The 99th percentiles are different for the assays and are not interchangeable. No product non-conformance was found with the instrument or reagent. No further evaluation of the device is required.

Event description:
A discordant falsely elevated cardiac troponin (tni) result was obtained on a patient sample on the dimension exl instrument. The sample was repeated on the same instrument and a higher result was obtained. The result was reported to the physician and questioned. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant elevated tni result.